Manufacturer narrative:
Unit was received from the field for eval. Refer to eval number: (B)(4)- unit was mistakenly reprogrammed with burn-in software versus final software after final qc. Customer received unit with wrong software making the unit non-operational. Reprogrammed the main board with correct software with 0.14 release software. Performed testing/adjustment and electrical safety as a precaution. Performed final qc. Verification of proper software performed by secondary tech. The unit was not quality checked after the software upgrade during the service eval. Per the mfg department, the paperwork was separated from this one console. The DHR for console (s/n (B)(4)) was reviewed. The unit met mfg specifications when released and there were no issues related to the complaint.

Event description:
Aoi software was mistakenly installed on tenex console.